Event description:
The customer contacted stryker to report that their device would freeze during a cardiac arrest. A frozen display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.